Event description:
The complainant stated that the brake is not holding.

Manufacturer narrative:
The tech found that the right head brake caster was still rolling when the brake was engaged. He isolated the issue to the brake casters being out of adjustment. The tech adjusted the brake caster to repair the stretcher.